Event description:
It was originally reported that the pt experienced no stimulation following some form of trauma. It was confirmed that the neurostimulator was on and the device was up to 8.5 on all programs. It was noted that the pt was not able to adjust stimulation. The pt was at home in good condition. The healthcare provider confirmed that the pt experienced no stimulation due to a possible exercise activity. The pt had a total device system replacement with a good response. No surgical complications were reported.